Event description:
It was reported that the customer experienced a low blood glucose (bg) level of low 30's mg/dl range. Cause was not known. Customer required assistance from spouse who brought the customer juice and glucose tablets to address bg. Additionally, it was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.